Manufacturer narrative:
Lot history reviews were unremarkable. Retained samples were evaluated for knot-pull strength and in vivo use. Pull strength results were within usp specifications for all lots. In vivo testing were satisfactory. A search of records found no other complaints against these three lots. No reason or cause could be found for the reported problem. Co believes these sutures should have performed as expected.

Event description:
Customer reports, device easily cut, fraying and leads to reaction ending to dehiscence of the wound at the site of the suture till the suture material came out of the wound. No signs of infection, clear serum, no pain, no edema and no redness were observed.